Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
It was reported that "patient had stiffness and adhesion, removed insert and exchanged for new insert."